Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: blood is coming out of the stabilization port of a nexiva dual port (B)(6) 2020. No injury, the clinicians just had to re-start the IV.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was returned for investigation. The IV catheter was received without the needle. A functional test revealed a leak between the extension tube and the pink luer adapter. The leak appeared to be the result of poor adhesive bonding between the extension tubing and adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.